Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned device was unable to confirm the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the broach handles were disengaging from broach. Threaded extractor stripped thread upon use. There was a surgical delay of 20 minutes.